Event description:
It was reported to boston scientific that post procedure, the system had a thermal probe failure and it was noticed that the wiring is coming apart. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
A visual and functional evaluation was performed and confirmed the customers reported condition of the thermal probe failure. The failure was caused by a damaged thermistor cable connector.